Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic intraperitoneal eventration repair procedure. The reloadable tacking device was being used for the fixation of the mesh. The tacks were introduced in the peritoneum. There were difficulties with loading the reload onto the handle. The reload was securely fastened onto the shaft. The reload was then used on the patient. The tacking could not be performed correctly. No tacks were able to be fired normally from the device. As the surgeon was removing the device through the trocar, the reload fell off into the cavity of the patient. In order to resolve the issue and complete the case, the surgeon was able to extract the reload from the abdominal cavity. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No visual or functioned abnormalities were noted with the first device. The second device was received with disrupted timing. No dlu was received with the device. The handle was able to be actuated but a test reload was unable to be loaded. The articulation knob did not function properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. Replication of the secondary finding or broken articulation knob may be due to excessive manipulation of the device, in this case over torqueing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.